Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00668.

Event description:
It was reported by the distributor upon inspection he identified the drivers click and stall when rotated. He stated it seems as if the drive shafts are bent. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product identities were confirmed. The three (3) screw drivers were visually evaluated. Each of the drivers appeared to be in decent condition overall, with just some discoloration likely residue from the autoclave process. Functional testing was done on each of the drivers by turning the knob in both the clockwise and counter clockwise directions. All three drivers were sticking during rotation and tough to turn. The drivers were disassembled for further inspection and it was found that the internal gears were stripped and metal shavings fell out during disassembly. The device history record (DHR) for these products were reviewed, no non-conformances were found. Investigation results concluded that the reported event was due to the gears being stripped, likely resulting from torque in excess of what is required to fixate the screw. The discoloration is most likely due to residual from the cleaning process. There are no indications of manufacturing defects. In the warnings and precautions section of the instructions for use (IFU) for this product it is stated, avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00668 and 0001032347-2018-00771.

Event description:
This follow-up report is being submitted to relay additional information.